Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 15605041/15731312, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg and the lead revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation and undesired sensation in the stomach while turning the stimulation higher. It was also stated that one of the leads had migrated. The patient underwent a revision procedure wherein the ipg and one of the leads were replaced and the other lead was relocated. The patient was doing well postoperatively.